Event description:
Account alleges the brakes are not holding. Cause: defective caster wheels resolution: account replaced the wheels for the brake and brake/steer casters this resolved the problem. Account stated no pt was in the bed and no injury reported. The bed was from med surge.